Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The aortic body delivery system could not be advanced through the pt's right side possibly due to known vessel calcification and tortuosity. Following withdrawal, a small bend was observed on the battery system. The delivery system was then inserted into the pt's left side with the outer sheath retracted and the delivery system with the uncovered stent graft was advanced to the aneurysm. Upon implantation of the aortic body, the contralateral leg of the graft appeared compressed via angiographic imaging. The physician attempted a brachial approach and add'l wire sizes to cannulate the contralateral leg, but was unsuccessful. The physician elected to complete the procedure w/o implantation of the iliac limb grafts into the aortic body. As of this report, the pt was reported as doing fine. It is not known if a re-intervention has been performed.